Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented feeling dizzy. The right ventricular lead exhibited multiple noise reversion episodes since (B)(6)2019 due to lead noise. The lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2020. The patient was stable.